Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient had an allergic reaction. The patient had an allergic reaction to the medication in their pump. The patient tried dilaudid and morphine in the pump. The patient has a reaction to opiates and a kidney condition called hydronephrosis if he uses dilaudid and the patient's respirations are affected with morphine. The reactions to the pump medications occurred right after it was implanted in 2011, within weeks.

Event description:
It was reported on (B)(6) 2011 that the patient had reaction to morphine in pump, it caused urinary retention. It was stated that the patient had "bad side effects during the trial even under 1mcg/day". Patient wanted the pump turned down or off at the time. On (B)(6) 2011, it was stated that the patient experienced panic/anxiety attacks, nausea, vomiting, and urinary retention and believed it was due to the pump. Per the hcp (health care professional) the device/catheter tip placement was at t9-10. Patient's pump was delivering morphine 1.0 mg/ml, 0.05 mg/day that was increased to 0.99 mg/day. Cause of event was unknown but possible urinary retention related to morphine. On (B)(6) 2011 hcp switched patient to dilaudid 0.02 mg/day, and later on (B)(6) 2011 switched to normal saline per patient's request. There was no hospitalization and not patient injury. On (B)(6) 2011 it was stated that the patient was hospitalized due to a "bad reaction" to dilaudid. Patient was under the impression that dilaudid was lowered, but the ER stated it was "stopped". No additional information was provided regarding this event. Patient was also hesitant to have the pump filled with any medication due to complications he has experienced in the past. Currently the pump was filled with saline.